Manufacturer narrative:
Please note hde number (B)(4). This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. This investigation is currently ongoing. Any additional information will be provided in the follow-up report. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.

Event description:
According to the initial report received on 26feb2026, protect study patient experienced (s)ae#16: "prothesis infection with probiobacterium acnes." Event onset is 08jun2019 and event end date is 30jul2019. The event is recorded as possibly related to the amds device and probably to the amds implant procedure. No pre-existing conditions caused or contributed to the event. Treatment was provided and the event outcome is listed as resolved. The amds device was implanted on (B)(6) 2019. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively.

Manufacturer narrative:
Please note hde number h230007. This event is related to a post-market clinical study ¿protect¿ and reported retrospectively. A sample evaluation was not performed as the device remains implanted. The manufacturing records for amds-55-40, lot number 4866 (finished goods) and lot 4568 (subassembly) were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications. During the investigation no non-conformances or deviations were found to be related to the complaint. The available information was reviewed. A complaint was reported associated with a patient residing in germany and a participant of the protect registry study. Due to the patient being in the protect study, artivion was able to collect follow-up information pertaining to the complaint. Patient is a 58-year-old male who had an amds-55-40 (lot #: 4866) implanted on (B)(6) 2019. Adverse event # 16 reports an event described as ¿prothesis infection with probiobacterium acnes¿ with an onset date of (B)(6) 2019 (18 days post-op), ending on (B)(6) 2019 (lasting 52 days). The event was unexpected and deemed ¿probably¿ related to the amds device and ¿probably¿ related to the implant procedure. No pre-existing condition or acute disease that may have caused or contributed to the event was identified. The event led to a serious adverse event due to ¿medical or surgical intervention to prevent permanent impairment of a body structure or function.¿ the patient was already in the hospital, medical treatment was provided, and the event was documented as resolved. There were no reported device malfunction or deterioration in characteristics or performance, and the patient did not exit the study because of this event. CT images were provided by the protect study team and reviewed by an artivion representative on (B)(6) 2026; however, bacteria that cause infections cannot be directly identified using a CT scan. Accurate identification of the pathogen is only possible through microbiological testing, such as analysis of blood tissue, or swab samples. As a result, the reviewer selected ¿unknown¿ in response to agreeing with the complaint description. At the time of this report, no pathological or microbiology reports were provided that directly support the probiobacterium acne. Additionally, with the limited information provided on the collection methodology and anatomic site of the collection, we cannot definitively say that the event is related to the device implant. No additional information is forthcoming. Upon completing a review of the available information, it is unknown whether the amds or index procedure contributed to the reported event. Any alleged infection is unlikely related to the device, because amds undergoes a validated terminal sterilization step during manufacturing. Of note ¿infection (e.g. Local, systemic, prosthesis) or fever¿ is listed in the clinical evaluation report (cer) as a potential adverse event. There were no reports of device malfunction or deterioration that may have led to the event and the device remained implanted. Artivion device inspection and lot history records confirmed device test acceptance and approval. Health impacts and clinical signs for this and other patients treated with amds will continue to be monitored to ensure benefits associated with the use of the device outweigh the risks. Based on the available information, a definitive root cause for this event cannot be determined. The manufacturing records were reviewed, and it was confirmed that all records were controlled, available for review, and met all specifications per the device master record. All lots passed functional testing and met release specifications this event does not identify additional hazards or modify the probability and severity of existing hazards. There is no indication that an error or deficiency occurred at artivion ¿ formerly cryolife/jotec and the IFU adequately communicates risk. Artivion will continue to monitor similar complaints to determine if additional actions are warranted; however, at this time no further actions are necessary. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported to artivion is accurate or has been confirmed by artivion.